Event description:
It was reported that cgm displayed malfunction error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and then successfully started sensor session, with no additional actions required.